Event description:
Customer reported a motor error alarm. The blood glucose reading is 187 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.